Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a lesion exhibiting moderate tortuosity and moderate calcification in the lower extremity artery using amphiprion deep pta balloon, it was reported that after crossing the lesion, the balloon was inflated but the inflation was not properly maintained due to a symptom as of the contrast agent was leaking, possibly from the balloon hub. Therefore, another manufacturer's device was used instead of the relevant device. Pre- and post-dilatation was performed. The device was prepped and inspected with no issues noted. The procedure was completed with no adverse effect on the patient.

Manufacturer narrative:
Manufacturing deficiency ¿ luer leakage component code: (B)(4) (hub) product analysis : the balloon was unfolded and traces of radio opaque solution and blood were detected. The shaft was not damaged. The device was pressurized and leakage was detected from the bonding between shaft and the luer. Keeping the syringe downwards, a vacuum was drawn and after 15 sec air bubbles still continued to rise from the device. The same test was performed using coloured water and leakage confirmed from the uv bonding.